Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21oct2020.

Event description:
The customer reported that the display is flickering and brightness is very dim. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on patient. The issue was discovered during set up for patient use. Per biomed no repair was needed. The unit is being retired from their inventory. Not cost effective to repair the device.